Manufacturer narrative:
(B)(4) failure to deliver energy on blend mode. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the generator failed to deliver power when on blend mode and snare was unable to cut the polyp. There were no other issues or visible damage noted. The procedure was completed with another endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure had no problems.